Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Additional information: h6, h10. Corrected data: h6 result. A definitive root cause could not be determined as the reported phenomenon could not be duplicated. It was noted during device evaluation that the ventilation fan was not functioning. This may have contributed to the reported phenomenon allowing the radio-frequency (rf) board to overheat. Failure may also be attributed to a faulty hand piece, foot switch or other accessory. None of which were not returned to olympus for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor complaints for this device through regular trending activities as defined by olympus surgical technologies america quality management system procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported failure mode could not be duplicated.

Event description:
It was reported that during a transurethral resection of the prostate (turp), there was intermittent firing of the device. The procedure was completed using the same device. No patient harm occurred.